Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed. The deployment button could not be pressed. However, it was later noted that the button could not be depressed, though it was not stuck halfway. After removal from the patient, the plug remained attached to the exoseal vcd device. Manual compression was used for hemostasis. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage before use. An unknown sheath was used with the exoseal. The product was stored, handled, inspected, and prepared according to the instructions for use (IFU). No abnormalities were observed prior to use. No resistance or excess force was encountered during insertion of the vascular closure device (vcd), and there was no difficulty connecting or locking the non-cordis sheath with the vcd. The procedural steps, including engagement of the indicator wire cowling, audible click confirmation, and observation of pulsatile flow from the bleed-back indicator, were all confirmed. The indicator window turned solid black as expected. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 6f catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, "during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device." Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. The deployment button could not be pressed. However, it was later noted that the button could not be depressed, though it was not stuck halfway. After removal from the patient, the plug remained attached to the exoseal vcd device. Manual compression was used for hemostasis. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage before use. An unknown sheath was used with the exoseal. The product was stored, handled, inspected, and prepared according to the instructions for use (IFU). No abnormalities were observed prior to use. No resistance or excess force was encountered during insertion of the vascular closure device (vcd), and there was no difficulty connecting or locking the non-cordis sheath with the vcd. The procedural steps, including engagement of the indicator wire cowling, audible click confirmation, and observation of pulsatile flow from the bleed-back indicator, were all confirmed. The indicator window turned solid black as expected. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The device is being returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. The deployment button could not be pressed. However, it was later noted that the button could not be depressed, though it was not stuck halfway. After removal from the patient, the plug remained attached to the exoseal vcd device. Manual compression was used for hemostasis. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage before use. An unknown sheath was used with the exoseal. The product was stored, handled, inspected, and prepared according to the instructions for use (IFU). No abnormalities were observed prior to use. No resistance or excess force was encountered during insertion of the vascular closure device (vcd), and there was no difficulty connecting or locking the non-cordis sheath with the vcd. The procedural steps, including engagement of the indicator wire cowling, audible click confirmation, and observation of pulsatile flow from the bleed-back indicator, were all confirmed. The indicator window turned solid black as expected. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vcd. The device is being returned.